Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a patient tampering event that led to an over infusion. The patient had a key to the device. There was patient involvement, but no harm. Additional information received 23-apr-2026: biomed ran a flow test at the reported event rate to confirm that the device was functioning as intended and had no issues.